Event description:
It was reported that a patient exhibited high defibrillation impedance readings on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. X-ray was performed and there were no changes. The physician elected to explant and replace the ICD and rv lead. During the procedure, it was noted that the rv lead was not connected to the header of the ICD correctly. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: indicated that an x-ray was performed in b6.

Manufacturer narrative:
The reported events were lead not connected to the header of the ICD correctly and high defib impedance. As received, a complete lead was returned in one piece for analysis. The reported event of high defib impedance was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.